Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt ¿current sensation¿ at different times in the past few months in her right shoulder. Patient explained that it was not uncomfortable in any way but wondering if this can happen. Patient could not determine if it was positional or anything else that brought it on. Patient does not feel it when laying down, patient is going to keep a diary over the next 24 hours reporting on it and call the rep tomorrow. Patient has a follow up with their doctor in (B)(6) 2020, and will get back to the rep with the date. There is no difference is the patient's tremor control that they have observed when patient experiences this sensation and overall it is not different from their past control. No known factors that may have led to or contributed to the issue were reported specifically as a direct result that can be proven, however patient was in a car accident about one year ago where they were hit from behind. The patient's implant system was assessed shortly after and her electrode impedances were all within normal range. No interventions have been taken yet to resolve the issue. Additional information was received stating the patient recorded a diary of the current felt in the right shoulder between the pocket and the shoulder. The patient felt the current when she turned her head to the right, bending over at the waist to pick something up, and sitting and leaning forward. The feeling lasts 15 seconds to 2 minutes and resolves each time. There was no pain and no change to symptom control. The patient's next appointment was (B)(6). The rep was going to request the appointment to be moved up.

Manufacturer narrative:
B3. The event date is an estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient saw the hcp. They tried to recreate the stimulation sensation in the shoulder. There were no impedance issues. They tried turning one ins off and keeping one on to try and identify which one was causing the issue. The sensation occurred with both ins's. The rep said there was a potential electrical leak with normal impedances. They were going to discuss next steps with the neurosurgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient tried turning the device off to see the effect on the sensations. When they turned it off they felt paresthesia down both arms to her finger tips, not uncomfortable. In the first hour of turning it off she felt 33 "sensations", 5 times more than when the device is on (usually feeling 6-7 times per hour). They turned it back on and there was no discomfort or paresthesia. Significant increase in tremor when device was off. The other main thing that is bothering her aside from the "sensations" is that she is now experiencing a "tightening" of the muscles in her right shoulder at times, but it subsides in less than 30 seconds (this is occurring a few times per day).

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient has been having current sensation in the right shoulder radiating to the trapezoid area since the patient had a car accident in (B)(6) 2019. It has increased over several months. The patient turned the device off and was having similar sensations but the sensation was milder. They took an emg recently and the rep did not know the results. They also had the same sensation with their arms extended overhead. Electrode and therapy impedance in that position were normal. The patient also noticed a tightening or twisting sensation in their shoulder muscles that got stronger over time and with more intense stimulation sensation. The patient still felt some sensation when decreasing right ventral intermediate nucleus (vim) to 0v but was not experiencing the sensation when doing the same type of movements that was causing the sensations when it was at 0v. They felt paresthesia in the right hand as the intensity was increased again on the right side. T he patient was feeling a paresthesia type sensation in the upper limbs as they decreased the left side vim intensity. When the left vim was at 0v, the patient felt some shoulder tightness. After running through this process and having the patient move into different positions, the rep rechecked the device and therapy impedance and all values were very similar. The patient mentioned some speech issues. They have to think about what they are saying and slurs sometimes. Original impedance values were provided. The session report dated (B)(6) 2019showed monopolar left vim 0 - (!) 2,222, 2 - (!) 2,463, 3 (!) - 3,037, bipolar 0,2 (!) 4,627, 0,3 (!) 5,233, and 2,3 (!) 5,009. The rep did not have any values from before (B)(6) 2019 to compare to.

Manufacturer narrative:
B3. The event date is an estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they have not heard back yet and requested an appointment in the next 3-5 weeks, which was acceptable to the patient. The rep provide follow-up when they hear back. The cause has not yet been determined.